Manufacturer narrative:
Other products involved in this event: (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller exhibited critical battery alarms. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that patient was experiencing critical battery alarms. One controller (B)(4) and five batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned batteries passed visual examination and functional testing. Failure analysis revealed that the controller passed functional testing. Visual inspection under 10x magnification revealed a hairline crack surrounding power port two (2). An internal visual inspection did not reveal fluid ingress. The hairline crack is not related to the reported event. Based on an investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The reported event was confirmed via review of the controller log files, which revealed 3 critical battery alarms involving (B)(4). The logs recorded that the critical battery alarms were triggered by the batteries being allowed to reach a relative state of charge (rsoc) below 10%. The instructions for use (IFU) indicates that if a depleted battery (under 25% rsoc) is not exchanged, eventually a high priority alarm will sound, the alarm indicator will be flashing red and the message on the controller display will read "critical battery". Based on the available information, the most likely root cause of the reported event can be attributed to the patient not following instructions per IFU. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: it was reported that patient was experiencing critical battery alarms. One controller ((B)(4)) and five batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that returned controller and batteries passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed 3 critical battery alarms involving (B)(4). The logs recorded that the critical battery alarms were triggered by the batteries being allowed to reach a relative state of charge (rsoc) below 10%. The instructions for use (IFU) indicates that if a depleted battery (under 25% rsoc) is not exchanged, eventually a high priority alarm will sound, the alarm indicator will be flashing red and the message on the controller display will read "critical battery". Based on the available information, the most likely root cause of the reported event can be attributed to the patient not following instructions per IFU. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
**Other products involved in this event: (B)(4), available for eval: yes, 2017-08-24, evaluated by MFR: yes, MFR date: 2016-04-01. (B)(4) available for eval: yes, evaluated by MFR: yes, MFR date: 2016-07-06. (B)(4) available for eval: yes, evaluated by MFR: yes, MFR date: 2015-09-15. (B)(4) available for eval: yes, evaluated by MFR: yes, MFR date: 2016-04-12. (B)(4) available for eval: yes, evaluated by MFR: yes, MFR date 2016-12-01. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4); battery / (B)(4). If information is provided in the future, a supplemental report will be issued.